Manufacturer narrative:
(B)(4). The insulin pump passed the self test, unexpected restart error test, and the displacement test. No unexpected external ram crc error or unexpected restart error alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had external ram crc error as well as unexpected restart. Customer's blood glucose value was unknown. Troubleshooting was performed, customer reports they were able to clear the alarm as well as able to complete rewind. Alarm did not occur shortly after inserting a new battery. The customer also stated that the unexpected restart was recurring during normal pump use. The device will be returned for analysis.